Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the correction bolus was incorrect. The customer¿s blood glucose level was 202 mg/dl at the time of incident. Customer¿s stated that the value was entered correctly and carbohydrates were entered correctly but bolus estimate was not adjusted. Troubleshooting was performed for bolus wizard. The insulin pump will be and reservoir will not be returned for analysis.